Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump emitted two occlusion alarms after clearing a call service alarm. The reporter stated the alarms were dated for 2015. The reporter denied any issues with the site/set/cartridge/cannula. The reporter was unable to provide any further information. The reporter declined to actively participate in troubleshooting with customer support and requested product replacement. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged occlusion issue remained unresolved; troubleshooting was declined by the reporter.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.